Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Date is not available. The device/components were not returned for possible failure analysis evaluation.

Event description:
The customer reported the performance check coming into specs on this unit. Unit is only reading 84cm. The humidifier is bypassed and the power knob is fine, he replaced it to make sure. Carefusion technical support specialist suggested checking the driver controller adjustments. The customer checked the driver controller adjustments and on tp6, instead of getting 10volts peak to peak he seems to be getting almost 20volts peak to peak and cannot to adjust it down or adjust it at all. The power knob is fine, the humidifier is out of line. The ohms on the driver are 3ohms. Support specialist explained if the voltages will not move at all that the board can be bad, and suggested replacing the power module. Patient involvement is unknown.